Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported failure could not be replicated. The e-100 generator was installed into an in-house test system, and it worked as expected with a synchro seal instrument installed. Failure analysis used the synchro seal with a saline dipped gauze in the jaws and pressed the yellow pedal/sync activations cut/seal about 100 times and the e-100 worked without any issue. Audible tone was present during cut and seal. No problem was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting generator issue, an investigation is in progress to determine the cause of this reported event. The intuitive surgical inc.(isi) field service engineer (fse) replaced the e-100 to resolve the reported problem. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no coagulation tone at the surgeon side console (ssc) when using the vessel sealer with the e-100. Tone is present when cut is activated. Nothing relevant found in the logs. Site already set the volume at e100 to the maximum. The procedure was completed as planned with no reported injury or delay. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the functionality of the e100 was checked and power-up was carried out without error. The procedure was completed without any problems in robotic surgery by connecting the vessel sealer to the erbe generator.